Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) displayed low negative pressure and the equipment stopped.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - a2, a3a, b1, b2, b3, b4, b5, b7, d10, g3, g6, h1, h2, h6(health effect ¿ clinical code, medical device ¿ problem code, and health effect ¿ impact codes), h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) displayed low negative pressure and the equipment stopped. The patient has died. The ultimate cause of the death was gradual depletion of helium in the helium cylinder. The medical staff failed to replace the helium cylinder despite the low helium alarm triggered by the device. This ultimately led to the balloon failing to inflate properly due to the depletion of helium, forcing the device to shut down.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - event site name is (B)(6) hospital. Event site telephone is (B)(6). Updated fields - b4, d8, e1(initial reporter, address and telephone), h6 (type of investigation, investigation findings, investigation conclusion), g3, g6, h2, h11 corrected fields - b5, e1(event site name), h6(medical device ¿ problem code). Getinge field service engineer (fse) and confirmed the reported failure of low negative pressure. The hospital has contacted a third-party company to carry out the repairs.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) displayed low negative pressure and the equipment stopped. After iabp implantation, the blood pressure remained low and heart rate suddenly dropped rapidly from 110 beats/min to 50 beats/min, and his oxygen saturation was 40%. After 30 minutes of repeated resuscitation efforts, the heart rate and breathing did not recover. The ECG monitor indicated a heart rate of 0, blood pressure of 0/0, and oxygen saturation of 0. The electrocardiogram showed a flat line. Therefore, the patient was pronounced dead to his family at 4:50 am on (B)(6) 2025. The ultimate cause of the death was gradual depletion of helium in the helium cylinder. The medical staff failed to replace the helium cylinder despite the low helium alarm triggered by the device. This ultimately led to the balloon failing to inflate properly due to the depletion of helium, forcing the device to shut down.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation).

Event description:
N/a.